Event description:
Healthcare professional reported left side "pain", seroma-late, and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. As per the investigation procedure, deformation and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b6, d4, d9, e1, h3, h6.

Manufacturer narrative:
Continued phone number e1: +82()02-517-6100 continued fax number e1: +82()02-517-3015 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late photo analysis: visual analysis of the photographs identified: device patch with lot number 2137750 and catalog number 115-253cc. Pain- breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side "pain", seroma-late, and capsular contracture, baker grade IV. Device has been explanted.